Event description:
Customer complained of hearing a loud pop followed by a burning odor when using the mightybliss.

Event description:
Customer complaint - limited data available. Customer stated that they heard a loud pop followed by a burning odor when using the mighty bliss heating pad.